Manufacturer narrative:
There is no evidence that the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. All mdrs associated with this event are: 2122870-2016-00357, 2122870-2016-00358. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining reproducible elevated troponin I (access accutni+3) results for one (1) patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) and the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)) that were discordant to two (2) other devices. This MDR addresses the results obtained on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The initial access accutni+3 result recovered above the assay's normal reference range. The customer reanalyzed the patient's sample one (1) additional time on the same laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) and obtained a result which was above the assay's normal reference range again. The sample was analyzed on two (2) alternate devices, the architect manufactured by abbott and the istat manufactured by abbott, which produced discordant low (normal) results. There was no report of patient injury or change in patient treatment associated with this event. MDR 2122870-2016-00358 addresses the results obtained on the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). System check, calibration and quality controls (qc) were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a lithium heparin plasma tube and was centrifuged at 3,000g (g-force) for ten (10) minutes between 15 and 25 degrees celsius. No issues with sample integrity were reported by the customer.